Event description:
Additional information was received that per the physician, the cause of the dissection was due to calcification in the aortic arch and interference with the dcs. Per the physician, the dcs could not be ruled out as a contributing factor to the dissection. 1 day following the implant of the valve, a thoracic endovascular aortic repair (tevar) was performed. Subsequently, non-occlusive mesenteric ischemia (nomi) occurred. 16 days following the implant of the valve, total resection was performed, and it was noted that the patient had a dnr (do not resuscitate), and subsequently died. The cause of death was nomi. Per the physician, the valve and the valve implant procedure did not cause or contribute to the death.

Manufacturer narrative:
Updated data: b2. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {evolutfx-26}; product lot/serial number {b)(6}; product type: {0195-heartvalves}}; implant date {(B)(6) 2025}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, the delivery catheter system (dcs) was approached at an inline, but it was difficult to pass the dcs through the aortic arch. Subsequently, an 18 french (fr) long sheath was used and it was decided to stop advancement at the descending aorta rather than advancing through the arch. Upon advancing the arch, there was resistance felt and the orientation of the dcs was adjusted and the valve was able to be advanced passed the arch. Following the implant of the valve, a difference in blood pressure between the ascending aorta and lower limbs was observed, and a dissection was suspected. An intravascular ultrasound (ivus) and contrast imaging were performed that showed a type b dissection extending from left subclavian artery to the distal entry point. It was reported that the patient's abdominal blood flow was normal, and blood flow to the lumen was "secured", therefore, the dissection was monitored. Following the withdrawal of the sheath, an angiogram was performed that showed a mild intimal flap dissection at the bifurcation of the common iliac artery (cia) from the abdominal aorta, but there were no issues with the patient's blood flow.